Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Air/water nozzle missing. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary the device has been repaired.